Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained, in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the device became stuck in the tissue track during removal. The safety release steps were performed to retract the vessel locator wings per the instructions for use (IFU); however, the device laws ultimately removed using counter-tension and force. Hemostasis was achieved with the deployed clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.